Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mcustomer reported via phone call high blood glucose and issues with the sensor. Customer's blood glucose level was 509 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer advised they continued to receive lost sensor, their cannula was bent and they had a lost sensor alarm. Customer was advised the sensor would be replaced.